Event description:
It was reported that faradrive steerable sheath clear selected for ablation procedure. No abnormalities were noted during preparation or use of the sheath. During the procedure, sheath was inserted into the patient, and dilator removed. Air was continuously drawn when catheter inserted during the aspiration. Only the straight dilator was inside the sheath prior to the observation of air. Once the octaray was inserted the device continued to entrain air. Physician was tried different catheter angles with less force for aspiration. The method of irrigation used for the sheath was pre irrigation, during when aspiration was performed upon entry to the patient. However, pumps typically used in this instance no pump was hooked up, no specific flow rate was applicable. Only leak noted was air entrainment. No air was observed in patient. Procedure was completed successfully by using different device and same model. No patient complication was reported. The device is not expected to return for analysis.